Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the clip assembly was fully deployed, as the control wire was separated per design, and was not returned with the device. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. The reported event of clip failed to release was not able to be confirmed due to the clip assembly not being returned. However, the failure likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used to treat a bleed in the ascending colon during a colonoscopy procedure on (B)(6), 2011. According to the complainant, during the procedure, the resolution clip was advanced through the scope to the target bleed. The clip grasped tissue; however, it would not separate from the delivery catheter. The physician "jiggled" the device and pulled the clip off the tissue. This manipulation did not exacerbate the bleeding. The device was removed from the patient and another resolution clip was used to complete the procedure without complications. There were no patient complications as a result of this event. The condition of the patient was reported to be fine at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used to treat a bleed in the ascending colon during a colonoscopy procedure on (B)(6), 2011. According to the complainant, during the procedure, the resolution clip was advanced through the scope to the target bleed. The clip grasped tissue; however, it would not separate from the delivery catheter. The physician "jiggled" the device and pulled the clip off the tissue. This manipulation did not exacerbate the bleeding. The device was removed from the patient and another resolution clip was used to complete the procedure without complications. There were no patient complications as a result of this event. The condition of the patient was reported to be fine at the conclusion of the procedure.